Manufacturer narrative:
Additional information was received on the event on november 20, 2018. Patient was stabilized overnight after the procedure and extubated in the morning. He was discharged the day after the procedure and is reportedly doing well upon follow-up in clinic. Therefore, is hospitalization initial/prolonged field has been processed. Investigation summary: it was reported that an 86-year-old male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch¿ bi-directional navigation catheter and thermocool® sf uni-directional catheter. During the procedure, the physician began ablation in the right ventricular outflow tract (rvot) using an thermocool® smart touch¿ bi-directional navigation catheter. When removing the catheter and preparing to re-insert into an arterial access for left ventricular outflow tract ablation, he noticed a small amount of char on the catheter. He removed the char and elected to continue to use the catheter. Ablation in the left ventricular outflow tract proceeded with no observable issues. He then continued to use the catheter to ablate in the great cardiac vein. Upon removing the catheter there was tissue/protein observed adhered to the tip of the catheter. At that point the catheter was removed and replaced with an thermocool smart touch sf unidirectional catheter. Further ablations were applied in the left ventricular outflow tract (lvot). Later, the physician elected to use an thermocool® sf uni-directional catheter (no contact force) to continue ablation the in great cardiac vein. It was at this point that a venogram was performed and the perforation was made evident. Cardiac tamponade was confirmed with intra cardiac and transthoracic echo. Pericardiocentesis was performed to remove 400ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Patient was stabilized overnight after the procedure and extubated in the morning. He was discharged the day after the procedure and is reportedly doing well upon follow-up in clinic. The device was inspected and white material and fibers were observed on the tip electrode, also, the rocker arm was found detached from the handle. The rocker arm was not returned, however, there is evidence that it was properly assembly. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material is primarily composed of a biological-base material, presumably human tissue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the foreign material cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. The root cause of the rocker arm detachment cannot be determined, however, it could be related to the handling of the device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
After further review, the investigation summary was corrected on (B)(6)2018: it was reported that an 86-year-old male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch¿ bi-directional navigation catheter and thermocool® sf uni-directional catheter. During the procedure, the physician began ablation in the right ventricular outflow tract (rvot) using an thermocool® smart touch¿ bi-directional navigation catheter. When removing the catheter and preparing to re-insert into an arterial access for left ventricular outflow tract ablation, he noticed a small amount of char on the catheter. He removed the char and elected to continue to use the catheter. Ablation in the left ventricular outflow tract proceeded with no observable issues. He then continued to use the catheter to ablate in the great cardiac vein. Upon removing the catheter there was tissue/protein observed adhered to the tip of the catheter. At that point the catheter was removed and replaced with an thermocool smart touch sf unidirectional catheter. Further ablations were applied in the left ventricular outflow tract (lvot). Later, the physician elected to use an thermocool® sf uni-directional catheter (no contact force) to continue ablation the in great cardiac vein. It was at this point that a venogram was performed and the perforation was made evident. Cardiac tamponade was confirmed with intra cardiac and transthoracic echo. Pericardiocentesis was performed to remove 400ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Patient was stabilized overnight after the procedure and extubated in the morning. He was discharged the day after the procedure and is reportedly doing well upon follow-up in clinic. The device was inspected and white material and fibers were observed on the tip electrode, also, the rocker arm was found detached from the handle. The rocker arm was not returned, however, there is evidence that it was properly assembly. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material is primarily composed of a biological-base material, presumably human tissue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the tissue reported was confirmed. However, the root cause of the adverse event cannot be confirmed since the device was found working within specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the foreign material cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. The root cause of the rocker arm detachment cannot be determined. However, it could be related to the handling of the device. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The biosense webster, inc. Failure analysis lab received the device for evaluation on (B)(6) 2019 and discovered that there was ¿white material and fibers attached to tip electrode¿. Based on the information provided on (B)(6) 2018, the physician found tissue/protein attached to the tip of the catheter when it was removed. This finding observed will remain assessed as not reportable for ¿biological material¿. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30059548m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Concomitant products: 1. Biosense webster, inc. Product - thermocool smart touch sf unidirectional catheter; u.s. Catalog #: unknown; lot #: unknown. 2. Biosense webster, inc. Product - carto® 3; u.s. Catalog #: unknown; serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch¿ bi-directional navigation catheter and thermocool® sf uni-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the physician began ablation in the right ventricular outflow tract (rvot) using an thermocool® smart touch¿ bi-directional navigation catheter. When removing the catheter and preparing to re-insert into an arterial access for left ventricular outflow tract ablation, he noticed a small amount of char on the catheter. He removed the char and elected to continue to use the catheter. Ablation in the left ventricular outflow tract proceeded with no observable issues. He then continued to use the catheter to ablate in the great cardiac vein. Upon removing the catheter there was tissue/protein observed adhered to the tip of the catheter. At that point the catheter was removed and replaced with an thermocool smart touch sf unidirectional catheter. Further ablations were applied in the left ventricular outflow tract (lvot). Later, the physician elected to use an thermocool® sf uni-directional catheter (no contact force) to continue ablation the in great cardiac vein. It was at this point that a venogram was performed and the perforation was made evident. Cardiac tamponade was confirmed with intra cardiac and transthoracic echo. Pericardiocentesis was performed to remove 400ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related; however, the physician is curious as to the functionality of the flow mechanics of the catheter. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. The generator was in power control mode at 30 watts with a temperature cut-off at 45 degrees celsius and an impedance cut-off at 300 ohms. The noted parameters with the thermocool® smart touch¿ bi-directional navigation catheter included power at 20 watts, impedance at 186 ohms and temperature at 45 degrees celsius. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter. The catheter irrigation was set at 15ml/min using the thermocool® smart touch¿ bi-directional navigation catheter and 8ml/min with the thermocool smart touch sf unidirectional catheter. The patient received anticoagulant (heparin) during the procedure. The activated clotting time (act) is unknown. Force visualization features that were used were graph, vector. The visitag module was used and the parameters for stability were at 2.5mm, 6 sec. There was no additional filter used with the visitag module. Thermocool® smart touch¿ bi-directional navigation catheter, was used to ablate the great cardiac vein where the physician believes the cardiac perforation occurred. Thermocool smart touch sf unidirectional catheter, was never used in the great cardiac vein where the physician believes the cardiac perforation occurred. Unknown thermocool sf catheter, was used to ablate the great cardiac vein where the physician believes the cardiac perforation occurred. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The char issue was assessed as not reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The biological material issue was assessed as not reportable as it did not pose any risk to the patient.